Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experienced high blood glucose of 388mg/dl, and she treated with 15.0 units of insulin. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.